Event description:
It was reported that signal loss over 1 hour occurred on (B)(6) 2023 for transmitter with serial number (B)(4) however, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and signal loss was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).